Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fph in (B)(4) for evaluation. Our investigation is thus based on the information and videograph provided by the customer. Results: visual inspection of the videograph provided revealed that the tubing was degraded. It was also observed that the expiratory limb visible in the videograph was discoloured to slightly yellowish colour at the degraded area. Conclusion: without the complaint device, we were unable to conclusively determine what may have caused the crack. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "set appropriate ventilator alarms." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure."

Event description:
A distributor reported, via a fisher & paykel healthcare (f&p) field representative, on behalf of a healthcare facility in (B)(6) that the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was found to have some crack when taken out of box. There was no patient involvement.